Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-07928 and 2134265-2015-07797. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, auto pullback stopped. No patient complication was reported.